Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that they met with the patient on 14-jul and there was no report of heating at that time. The programmer was unpaired and was giving the patient issues with finding the device. The programmer was re-paired and given 2 new programs and the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that the implant battery was getting hot and they started noticing this a week or 2 weeks maybe. Patient added when they're charging the implant "it gets so hot my skin burns". Patient mentioned they had spoken to one of the nurses in their doctor's clinic and told them of their concerns, the nurse advised them to call patient services. Patient also reported that for about a month now they've been noticing that even when their implant is charged they can still feel pain; patient stated, "even when my implant is charged and working, it's working but even when it's charged up I'm still in pain like it's not helping anymore". Patient mentioned they had spoken to one of the nurses in their doctor's clinic and told them of their concerns, the nurse advised them to call patient services. Patient mentioned they tried changing group assignment but didn't help. When agent mentioned that an email will be sent to mdt reps, patient mentioned they still have contact to their mdt rep but haven't reached out to the rep yet. Agent still sent email to mdt rep visibility and advised the patient to give their rep a call since there's no guarantee if a rep would be able to see the email and give them a call. Replied and noted they would call the patient.